Event description:
It was reported that the short interval count was elevated. In addition it appears the "r" may be double counting of wide r-waves or diaphragmatic oversensing. The device was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.